Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were o reports of the patient being harmed as a result of this malfunction. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. (B)(4).

Event description:
It is reported that the packet was not sealed properly. One side of the package was open, the product was protruding from one side, and no sealing mark was present.